Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's homechoice machine during initial drain of their automated peritoneal dialysis therapy. This is home pt's (hp's) 3rd attempt. The tsr reviewed how the hp is connecting up to machine. The hp is connecting first and then pressing go. The hp sees a lot of soda type bubbles in the pt line. The tsr will swap machine to rule it out. The hp will call back for programming assistance. Device swapped. No pt injury or medical intervention was indicated at the time of the initial report. This writer spoke with the home pt, who stated the 2240 alarm was caused by a "split" in the tubing. The pt also stated that the device was not swapped as indicated initially. The pt also said there was no pt injury or medical intervention associated with this incident and that she had been continuing with therapy as usual. A MDR will be submitted for the reportable malfunction of "cut/slice/hole."